Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Upon receipt at our post market quality assurance laboratory visual inspection of device case and header noted no anomalies. The pacemaker had no telemetry. The device case was opened, and the battery voltage measured at 1.19 volt. Internal visual inspection noted no anomalies. The battery was removed and attached to an external power supply. The current drain measured normal. The battery was sent for additional testing. Detailed analysis found a depleted cell with no battery-related issue. Laboratory analysis was unable to determine the root cause because no malfunction discovered in the hybrid or the battery during testing.

Event description:
It was reported that the patient presented to the emergency room post syncope with feelings of dizziness. On the electrocardiogram there were no pacing spikes and there was up to seven seconds of asystole due to pacing inhibition and or loss of capture. The interrogation noted that the pacemaker was in safety mode. It was noted that the estimated battery longevity was three and a half years remaining six months earlier. The patient was hospitalized and a revision procedure scheduled. The pacemaker remains in service and no additional adverse effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Event description:
It was reported that the patient presented to the emergency room post syncope with feelings of dizziness. On the electrocardiogram there were no pacing spikes and there was up to seven seconds of asystole due to pacing inhibition and or loss of capture. The interrogation noted that the pacemaker was in safety mode. It was noted that the estimated battery longevity was three and a half years remaining six months earlier. The patient was hospitalized and a revision procedure scheduled. The pacemaker remains in service and no additional adverse effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse effects were reported. The device was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the emergency room post syncope with feelings of dizziness. On the electrocardiogram there were no pacing spikes and there was up to seven seconds of asystole due to pacing inhibition and or loss of capture. The interrogation noted that the pacemaker was in safety mode. It was noted that the estimated battery longevity was three and a half years remaining six months earlier. The patient was hospitalized and a revision procedure scheduled. The pacemaker remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.